Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent thr on (B)(6) 2022 and was implanted with profemur xm modular stem, procotyl p liner, and am cup, with cocr head. Patient was revised on (B)(6) 2023 due to infection. Stem, cup, liner, and head all removed. No other information available.